Manufacturer narrative:
Medical records did not contain peritoneal dialysis progress notes or treatment sheets for review. There was no documentation in the medical record that indicated there a causal relationship between the patient¿s liberty cycler and the patient¿s diagnosis of peritonitis.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2016 the patient underwent a culture of her peritoneal fluid. This culture showed gram negative bacilli and pseudomonas putida.

Manufacturer narrative:
(B)(4) the device was not returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient complained of pain and was later diagnosed with touch contamination peritonitis on (B)(6) 2016. Patient was not hospitalized and was treated with ancef 1gm and ceftazidime 1gm for both gram positive and gram negative staph. The patient's culture results were not available yet.